Manufacturer narrative:
Received one (1) used cl3950 ext set w/microclave clear, chemolock port, y-connector connected to one (1) used non-ICU medical extension set for inspection. No defects or anomalies were noted. The cl3950 and mating device were leak-tested per product specifications. There was leakage from the connection of the chemolock to the y-connector. The reported complaint can be confirmed. The probable cause is due to an incomplete insertion during manual assembly in ensenada. A device history review (DHR) of lot# 13847988 and relevant commodities were reviewed, and no relevant nonconformities were found that would have led to the reported complaint. D9 - date returned to mfg: 7/29/2024.

Manufacturer narrative:
A device evaluation is expected, but the device has not yet been received and the investigation has not yet begun.

Event description:
The event involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer where it was reported that the set leaked. The report stated that "the intravenous (IV) push site was leaking chemotherapy med. Medication was noticed to be leaking when leaked on to nurses double gloved finger. The push was stop, blue pad slipped under same. The nurse went to wash hands while the other nurse took over. The second nurse noted where the leaking was from, and stopped pushing med. A new line with new push site was set up and medication was administered through new IV push site." The customer reported the event to health canada. The impact of the incident was delay in administration of medication. There was a patient involvement and no harm/adverse event reported.